Event description:
On april 16, 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter would power off during use. The complaint was classified based on the conversation the customer care advocate (cca) had with pt, since the medical surveillance specialist (mss) was unable to reach the pt by phone. It is not known when the alleged power issue started. The pt informed the cca that when she attempted to retest with the subject meter after the alleged power issue began, she then obtained an "error 2" message. Per the onetouch ultra owner's booklet, this error appears when a used test strip is inserted into the meter or if there is a problem with meter. The pt claimed that she manages her diabetes by taking a set dose of lantus insulin in the morning and humalog insulin before each meal (based on a sliding scale). It is not known what action, if any, the pt took regrading her diabetes management as a result of the alleged issue. The pt reported that approximately 1-1 1/2 hours after the alleged issue started, she tested with her accuchek blood glucose monitor and obtained a reading of "33 mg/dl" and shortly afterward "passed out." It is not known if the pt developed symptoms prior to passing out. The pt stated that family members contacted emergency services when she passed out. When they arrived, the pt confirmed her blood glucose was tested with an ems meter and her reading was "21 mg/dl." The pt reported being treated with IV glucose. At the time of troubleshooting, the cca advised the pt to perform a blood glucose test. The cca noted that a battery indicator icon appeared on the subject meter's display instead of a result. The cca was unable to replicate error message. The pt informed the cca that prior to when the alleged issue began; she had not tested with the subject meter for approximately 1 or 2 months. The pt stated she had been testing with her accuchek monitor. This complaint is being reported, because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated by an hcp for severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.